Manufacturer narrative:
The manufacturer did not receive the specific device for review. Where lot numbers were rec'd for the explanted devices, the device history records were reviewed and found to be conforming. The cause for this specific event cannot be ascertained from the info provided. However there is no indication for a product failure. Should additional information become available and/or the device(s) be returned for evaluation ane an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that during a surgery on the left side on (B)(6) 2013 the rasp handle fell to pieces while rasping with the help of hammer blows. The locking mechanism fell out of the bearing. The surgery was completed with another device.